Manufacturer narrative:
UDI # unknown. One sample device was returned. The original packaging was not returned with the device. The pump was received empty. The pump was refilled with 30ml of 0.9% saline using a 60cc syringe. No leakage was observed and the pump was then filled with 3ml of food grade dye and no leakage were observed. A baxa repeater pump was used to refill the pump with 237ml of 0.9% saline. The pump was pressurized for approximately 95-hours and no leakage was observed. The tubing was cut below the blue connector to drain the pump. A male and female luer were used with cyclohexanone to bond the tubing back together. The pump was refilled with 270ml of 0.9% saline. Flow accuracy testing was performed and after 40.5 hours the pump yielded a flow rate of 4.66ml/hr which is within specification with a +/- 15 % tolerance. Pressure pot testing was performed for this sample on the flow restrictor only with the tubing detached from the pump. The filter was also removed from the tubing. The flow restrictor was connected to a pressure gauge. The average bladder pressure used was 10.02psi. After 2-hours of testing, the flow restrictor yielded a flow rate of 5.00ml/hr which is within specification with a +/- 15% tolerance. Destructive analysis was performed on the bladder to view the mandrel for drug residual and crystallized medication. The dust cover was opened up using scissors. The bladder was opened up to view the mandrel and check-band, no crystallized medication or drug residual was observed in the mandrel. The investigation summary concluded that a leak and a fast flow as reported by the customer were not observed. A leak test was performed and the pump was pressurized for 95-hours and nominal volume and no leakage was observed. Flow accuracy and pressure pot testing was performed and yielded rates that were within specification with a +/-15% tolerance. Destructive analysis was performed on the bladder to view the mandrel for drug residual and crystallized medication. No crystallized medication or drug residual was observed in the mandrel. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Manufacturer narrative:
(B)(4). Per the instructions for use (IFU) there are several factors that may affect the flow rate including fill volume, temperature, viscosity of the drug solution, pump position, storage time and external pressure. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided. The patient reported the incident and the pump was emptied at her home per her report.

Event description:
Fill volume: 300 ml, flow rate: 5ml/hr, procedure: heel surgery, cathplace: popliteal . It was reported that the patient called the product support nurse because her pump infused earlier than expected. The patient's surgery was on (B)(6) 2016 and her pump was attached in the afternoon, approximately at 2pm. Her pump infused within one (1) day, approximately (B)(6) 2016 at 2300pm, versus 2.5 days. Her pump was filled to 300ml with 0.2% ropivacaine medication and infusing 5ml/hr. The pump was empty, the outside pouch was flat and the patient could see the pump's middle cord. The patient stated that she was feeling well and experienced no signs and symptoms of local anesthetic toxicity. The patient's pump was also leaking before arriving home and the registered nurse placed additional tegaderm on the device at the hospital. The catheter was located above her knee and to the side of her leg. The patient was experiencing pain and took percocet as prescribed. The patient was to remove her pump and save it for shipment back to the company. The product support nurse recommended the patient call the anesthesiologist. Additional information received from the patient on 04-feb-2016 stated, "it did not flow in too fast, the reason the bag was empty early was because it was leaking at the catheter site so much that I had to have a towel under my foot. It was leaking before I left the hospital, and told the nurses and they did not do anything but put more tape on it." The patient called the physician when it was empty which was on (B)(6) 2016 at 2300pm. It was inserted on (B)(6) 2016 at 1300pm. There was about 28-hours of pain medication in the device which should have lasted 60-hours. The patient received 140cc of medication and reported having relief of pain when it was infusing. There was no adverse event and side effects reported. Additional review of this complaint on 24-feb-2016 noted that the reported leaking was from the catheter site, not the pump. A catheter site leaking should not affect the flow time and flow rate of the pump. However, this pump was reported as emptied in 27-hours by the patient.